Event description:
A maude report was received that reported that the customer claimed that the omnipod disconnected and would not alarm which lead to the customer getting diabetic ketoacidosis (dka). No further info is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported dka. No lot qualification records were reviewed, as the product lot number was not provided.